Event description:
The nc ranger balloon ruptured at 4 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion from the proximal segment of the left circumflex into the first obtuse marginal branch coronary artery. The lesion was predilated with a maverick 3.0/20mm balloon at 8 atms, then a taxus 3.0/32mm stent was successfully deployed at 11 atms. During the attempt to post-dilate the stent with an nc ranger 3.25/15mm balloon, the balloon ruptured at 4 atms. The nc ranger balloon was difficult to deflate, and the physician was unable to remove it. The balloon was manueuvered back to the proximal portion of the stent with difficulty and was 'pushed hard'. At this time, the balloon shaft ruptured. The guide was exchanged for an 8f cls 3.5 guide and attempts to wire past the balloon were unsuccessful. Flow in the artery was normal. A 4mm snare was advanced otw and the balloon was retrieved and removed. Final procedure outcome was successful with normal distal flow. No pt injuries or complications were reported.